Event description:
During a vascular surgery, advanta covered stent delivery balloon rupture with stent migration. The stent could not be recovered from the patient (it was implanted in a healthy artery), the patient is fine.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Additional information: section h6 investigation: this complaint reports as ¿advanta covered stent delivery balloon rupture with stent migration¿ additional information was then obtained. ¿the distributor confirmed the stent was not recovered. According to information, the stent could not be recovered from the patient (it was implanted in a healthy artery) and the balloon had to be discarded as contaminated biological material.¿ the device was not returned for evaluation. A fluoroscopic film of the point when the balloon was inflated to deploy the stent was provided. Upon the review of the film, the following was observed: the balloon was pressurized and was gaining pressure when a very large air pocket was seen in the center of the balloon. This is indicative of a balloon that was not prepped properly prior to use. The pressure was still being applied and you can see the proper ¿dog bone¿ affect as the stent begins to open simultaneously on both ends prior to the center of the stent opening. Once fully opened it appears that the pressure is continued to be applied to the point where the balloon and stent start to deform slightly at both the proximal and distal end of the stent. Based on the deformation seen of the balloon prior to burst it appears as if this balloon was over inflated beyond the rated burst pressure of 12 atm as identified on the product label. There was no imaging that shows migration of the stent. If the balloon was over inflated, it is possible that the stent and balloon were undersized for the vessel being treated and thus attempted to be over inflated to obtain adequate vessel wall apposition. The location of the deployment of the stent appears to be at the top of the femoral artery where it meets the iliac artery and close approximation to the inguinal ligament. This location is considered a location of crush and flexure and the advanta v12 covered stent has not been tested for use in this location. The instructions for use for the advanta v12 covered stent (B)(6) revision aa contraindicate the use of the device in ¿lesions in locations subject to external compression¿. The imaging provided does not indicate a leak or pinhole in the balloon. The event presents as a balloon that was able to hold pressure and then bursting due to over-pressurization. It does not mimic loss of fluid through a hole or breach in the balloon wall. As the imaging provided does show a burst of the catheter's balloon, the complaint can be considered confirmed however, also based on the imaging and review of the device history records it cannot be confirmed that the device in question was non-conforming. The balloon of the catheter appears to have been over inflated during the procedure, to the point of burst. The device history records review did not identify any related non-conformances. All product quality and performance requirements were met. There was no on demand maintenance of associated manufacturing or test equipment identified around the time of manufacture and all equipment was in calibration. No significant design, material, procedural or process changes around the time of device manufacture were identified. The IFU provides adequate instructions and warnings for proper use of the device and no evidence was identified to suggest that improper labeling is related to this complaint. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A recurring lot number report was completed which did not find any other complaints involving lot 491629. A review of crs/capas found no related crs and no related capas. A review of ncrs found no related ncr s where the balloon ruptured during deployment due to over inflation of the balloon. There has been ncr¿s related to damage of the balloon, however these are not related to this complaint as the balloon is believed to have been over inflated. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. H3 other text : device not available for return.

Event description:
N/a.